Event description:
This 92 year old male originally had a pacemaker implanted in 1982 for symptomatic bradycardia. He had a systems revision in 1989. The pacemaker is at end of life and is a pacesetter model #241-6. Upon interrogation the indwelling ventricular lead was found to have markedly diminished impedance, and was therefore capped. Actual lead impedance was less than 250 ohms; r-wave amplitude 1.5 to 2.0 volts; pacing threshold 1.5 volts at 0.5 millisecond pulse width. The lead was capped and replaced.